Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that the reservoirs are not able to push through. Customer has had alarms all month. Customer is asking for replacements. Customer received no delivery alarms during bolus and possibly basal deliveries. Customer stated that he had these issues before and has received replacements. Customer mentioned that he changed out both the reservoir and the infusion set. Customer has wasted about 7-10 infusion sets. Customer's blood glucose level was 130 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer will be sent replacements. No further assistance needed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.